Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the sheath was bent and broken. It was also noted that there were whitened areas indicating that the device was submitted to tension forces, also there is evidence of bending adjacent the whitened areas. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the procedure performed on (B)(6) 2019. According to the complainant, during preparation, the physician was not able to see through the product and could not advance the guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the sheath was broken; therefore, this is now an MDR reportable event.